Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump gave the customer a bolus of 15.0 units of insulin without her knowledge and during her sleep. It was stated that the customer gave a bolus of 0.8 units while the blood glucose was 11.5mmol/l. It was stated that the customer woke up and she was advised to review the bolus settings. Troubleshooting was performed. The bolus wizard settings were correct, but the insulin pump recorded delivering a bolus of 15.0 units during night. It was stated that the customer feels uncomfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.